Manufacturer narrative:
Follow-up # 2.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint passed all testing with no faults found. The reported issue could not be confirmed. Product analysis also performed testing on retain test strips. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information when medical surveillance specialist (mss) listened back to the call. The reporter alleged that the alleged inaccuracy began on (B)(6) 2015, 7:56am. The patient stated that he had obtained a blood glucose reading of "405mg/dl" on the subject meter compared to "86 mg/dl" on a (onetouch ultra link meter) performed within 30 minutes of each other. Based on statistical methodology, the calculated differences of these glucose results exceed lifescan's criteria for accuracy. The patient manages his diabetes with insulin pump therapy and on "(B)(6) 2015, 11:45" as a result of the high readings he obtained he increased his bolus dose of insulin "novolog 9.5 units." Approximately 8 hours after the alleged product issue first began the patient reported that he "passed out." At 4:00pm that day the emergency medical services were called and they obtained a blood glucose reading of "332 mg/dl" on their device. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the sample was obtained from an approved site and the correct testing steps were carried out. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, altered his medications based on the alleged results, and reportedly experienced symptoms suggestive for an acute complication of diabetes. In addition, due to the comparison provided, the device malfunctioned.